Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that the ceramic portion of this icap454 has fractured, also the hex is damaged, therefore component does not engage into mating components properly. This was likely caused by improper handling of component.

Event description:
The doctor indicated that the zi-real abutment would not seat on the implant and the ceramic portion of the abutment fractured. It was also reported that the patient did not suffer an injury or infection. The dr. Was able to complete the procedure with another zi-real abutment .